Manufacturer narrative:
Exact date unknown, event occurred in back in 2016.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.